Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the team was using a 4fr dl PICC and couldn't thread the PICC, they couldn't get it out and had to call surgery who got it out bedside." Add info rcvd 03/26/2021: placement info: catheter would not advance beyond approximately 20cm from the insertion site. Guidewire and sterile saline flushes were used to advance catheter. Aborted procedure due to inability to advance catheter. The introducer was removed. Unable to removed PICC line and guidewire from vein. Catheter is about 10cm inpatient's vein. Was there patient harm reported: a verge was placed for this patient. Patient was resting at the time of the event.